Event description:
Same case as MDR 2134265-2015-01398 and 2134265-2015-01210. It was reported that a vessel dissection occurred. Vascular access was obtained via the radial artery. The 36x4mm, de novo lesion being treated was located in the mildly tortuous right coronary artery. The target lesion was predilated with a 2.5x15mm quantum apex balloon at 22atms for 10seconds. Then a 4.0x24mm promus element plus stent delivery system (sds) was advanced, however it was unable to cross the lesion. The sds was removed and a 3.5x22mm quantum apex balloon was used at 22atms for 15seconds. The sds was readvanced using a non-bsc guide wire but it was still unable to cross. The guide wire was exchanged with a non-bsc guide extension catheter. While readvancing the sds into the ostium of the vessel the stent dislodged. The stent then migrated to the aorta and was captured with a catch system and removed from the patient. It was then noted that there appeared to be a dissection where the dilations had occurred. The vessel was treated by implanting a 28x4mm promus element plus stent at 15atms for 15 seconds and a 24x4mm promus element plus stent at 20atms for 10seconds. Additional dilation was preformed at 20atms where the stents overlapped. There was a very good result with no dissection and no significant residual stenosis. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).